Manufacturer narrative:
Device evaluation the pipeline flex delivery system and braid were returned for evaluation. The tip coil was observed to be stretched. The pipeline flex braid was observed to be fully open; one end was moderately frayed and the other end was slightly frayed. Kink damage was observed in the pushwire approximately 97cm from the distal tip coil. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was found to be detached from the pushwire and found to be fully open with damage. It is possible that the damaged braid and the patient¿s moderately tortuous anatomy may have contributed to the reported experience. In addition, damage was observed on the tip coil (stretching) and pushwire (kinking). However, the cause for the damages could not be determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event will not be returned for evauation as it was not released from the customer. (B)(4). Reference MDR#: 2029214-2015-05101. (B)(6).

Event description:
Medtronic received report that a pipeline flex did not open distally. A different pipeline flex was implanted; post-procedure, the patient experienced a hemorrhage and died. The patient was undergoing treatment of an unruptured, saccular aneurysm in the right, supraclinoid internal carotid artery (ica). The aneurysm measured 3.7x3.8mm. The patient's intracranial vascular anatomy was tortuous. The distal and proximal landing zone artery size was 4.4mm and 4.8mm. A heparinized saline flush and a triaxial system were used during the procedure. A microcatheter was navigated distal to the aneurysm and a pipeline flex (ped-500-16, (B)(6)) was advanced to the microcatheter tip. The pipeline flex was partially unsheathed and the delivery system rotated to facilitate stent expansion. The pipeline flex and microcatheter were pulled back to the landing zone distal to the aneurysm. Through a combination of unsheathing, resheathing and wire advancement, the pipeline flex was attempted to be deployed. However, the distal end of the pipeline flex could not be detached from the delivery system and could not be opened. The microcatheter and pipeline flex were removed from the patient. After removal, the pipeline flex was inspected and the distal end appeared to be frayed. Next, a microcatheter was navigated distal to the aneurysm into the right middle cerebral artery (mca). A new pipeline flex (ped-500-14, (B)(6)) was advanced to the tip of the microcatheter. The pipeline flex was partially unsheathed and the delivery system rotated to facilitate stent expansion. The pipeline flex and microcatheter were pulled back to the appropriate landing zone distal to the aneurysm. Through a combination of unsheathing and wire advancement, the pipeline flex was fully deployed. The procedure was ended without issue. There were no complications during or immediately after the procedure. The patient was transferred to the ICU in stable condition. The patient was neurologically at baseline at the end of the procedure and there were no complications during this procedure. Post-intervention findings showed that there was occlusion of the neck of the aneurysm. The pipeline flex was in place without kinking, endoleak, or parent vessel flow restriction. No intracranial branch occlusions are seen. The physician considered the case successful. Seven hours post-procedure, the patient had an acute neurological deterioration. CT scan identified a metal fragment in the right frontal lobe and showed a large, right fronto-parietal intracranial hemorrhage with midline shift. It was reported that the patient experienced a right-sided intraparenchymal hemorrhage with malignant intracranial hypertension. The patient underwent a decompression craniotomy. The patient died approximately one day post procedure.